Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap hysterectomy, the trocar was inserted and the surgeon felt that the insertion was not feeling correct. The trocar had not locking safely. The port was removed and the tabs appeared to be curved and bent. A different trocar was opened to perform the procedure. The patient is female and no other patient information was provided by the hospital. No device fragment or component fell into the patient's cavity no device fragment was left in the patient. No injury to patient

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. The spiked trocar was received. The circular seal was intact. The envelope seal was intact. Visual examination of each devices noted the anchor tabs were skewed and broken. The investigation has concluded that the anchor tabs will not break when the device is used in accordance with the instructions for use. However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. As a preventive measure to decrease the incidence of the tabs breaking if the user exposed the device to penetration and fixation forces with the anchor tabs inappropriately in the open position, the method of sterilization for this device was changed from gamma radiation to an ethylene oxide process. Visual examination of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken anchor tabs. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture the file will be closed a user error. Should new information become available, the file will be re-opened and reassessed at that time.